Manufacturer narrative:
(B)(4). What color cartridges were used? Was buttressing material used? Was the device difficult to close? Were any unusual sounds noted? What does the surgeon mean by plication? Please provide additional information about the clips that were open? Did the surgery start as laparoscopic or open? What is the current patient status?

Event description:
It was reported that during a sleeve gastrectomy, at the fourth fire, the stapler created a plication in the stomach. Some clips were open, so caused a haemorrhage in the gastric area and the procedure was converted in open. Patient ae was the extension of the intervention. Changing the device, the issue was solved.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.